Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that drawer 1.1 had faulty drawer board. A field service engineer (fse) replaced the drawer board and pyxibus module controller (pmc) board on drawers 1.1 and 1.2 to prevent impact on adjacent drawers from the original issue. The station was then powered on, and the drawer was configured with the new boards and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, all orders and patient information were not crossing over, and the station was offline. Troubleshooting steps, including rebooting the station and verifying that the network and power cables were securely connected, were performed; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.